Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have the data from this device analyzed. Data analysis confirmed that the battery's recent power measurements have been orders of magnitude higher than the expected level. This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have the data from this device analyzed. Data analysis confirmed that the battery's recent power measurements have been orders of magnitude higher than the expected level. This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.